Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a final screwdriver broke off during surgery. The broken tip was successfully retrieved from the wound and an alternative driver was used to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have twisted, and was not fractured as reported. The cause cannot be determined since the mating torque limiting handle which was used in conjunction with the driver was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.